Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report 1627487-2015-12687. It was reported the patient was undergoing a lead placement procedure. During the procedure the physician noted a cerebrospinal fluid leak when the leads were placed. The surgery was extended by one hour due to the issue. Following the procedure the patient experienced headache and nausea. The following day the patient received a blood patch which resolved the patient's issues.